Manufacturer narrative:
(B)(4). Batch # n5520t. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of batch. Additional information was requested and the following was obtained: can you please explain more details regarding ¿could not return the blade¿? The blade could not return to the home position were the jaws of the device closed on tissue and could not be opened? Yes did the jaws eventually open? No, the surgeon used scalpel to cut the tissue to take out the device.

Event description:
It was reported that during the radical resection of lung cancer, after fired, could not return the blade. Another device was used to complete the surgery. There were no adverse consequences to the patient.